Manufacturer narrative:
A revision was performed and the ra lead was successfully repositioned and remains implanted. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged. No adverse patient effects were reported.